Manufacturer narrative:
Date of event. Please note that this date is based off the year the patient was first implanted according the literature article; the specific event date was not provided. Common device name. And PMA#. Please note that the device was used in an off-label manner as it was implanted to treat epilepsy. The main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Son, b.c., shon, y.m., choi, j.g., kim, j., ha, s., kim, s-h., lee, s. Clinical outcome of patients with deep brain stimulation of the centromedian thalamic nucleus for refractory epilepsy and location of the active contacts. Stereotactic and functional neurosurgery. 2016. 94(3):187-197. Doi: 10.1159/000446611 summary: to investigate the clinical outcome of patients treated with chronic deep brain stimulation (dbs) of the centromedian nucleus (cm) for refractory epilepsy and to determine the location of active contacts. Reported events: one (B)(6) male patient underwent bilateral anterior nucleus (ant) deep brain stimulation (dbs) for refractory epilepsy in 2007. The patient showed a prominent seizure reduction to a seizure-free status for the mechanical lesion effect for 2 or 3 months after the initial implantation; he experienced a reduction in seizures of 50% at one year. However, the antiepileptic efficacy was not maintained during the period of chronic stimulation. Approximately 7 years after implant, the patient underwent a revision to move both leads to the centromedian thalamic nucleus (cm) due to a loss of efficacy and a misplaced lead on the right side. No specific device information regarding this event was provided in the article.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.